Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer head cable was damaged, and found that the programmer head failed two uplink amplitude tests, had a damaged mounting hole on the upper case and that the rubber portion of the programmer head label had begun to peel. The cable and the upper case were replaced. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the radio frequency programmer head had damaged cord insulation. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the radio frequency programmer head had damaged cord insulation. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.